Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced reading higher than expected; exact reading was not provided. Caller stated patient felt very bad the next morning; husband called the ambulance and patient was admitted to the hospital. Caller reported the patient was conscious and her blood glucose reading was 1060 mg/dl at the hospital; was taken to ICU and was treated with insulin via perfusor. Caller stated the next day on tuesday the patient's blood glucose reading was about 160 mg/dl and she felt much better. Requested return of the alleged pump for evaluation.